Event description:
Revision surgery - the post of a tibial insert size 4 17mm ps constraint was broken.

Manufacturer narrative:
The reason for this revision surgery was to address a broken tibia insert. The product was in-vivo for between 12 and 14 years, the exact date of the original surgery was not reported. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. The products associated with this complaint were not returned for examination. A review of the device history records could not be conducted due to no lot number being provided. A review of the product complaint report history showed this is the first complaint for this part. The root cause for the broken tibia insert was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.